Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid right coronary artery with heavy tortuosity and mild calcification. Pre-dilatation was performed and the 3.0 x 38 mm xience prime stent delivery system (sds) was advanced, but could not cross to the lesion due to the anatomy. During the attempt to cross, the sds mid shaft separated outside the anatomy. The sds was removed and some resistance was felt with the anatomy again. A non-abbott sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was confirmed. Failure to advance and difficulty to remove from the vessel could not be replicated in a testing environment as they are based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted that the xience prime ll, ce, everolimus eluting coronary stent systems instructions for use (IFU) states: do not remove the stent from the delivery system, as removal may damage the stent and / or lead to stent embolization. The stent system is intended to perform together as a system.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the previous medwatch filing, additional information states that physician removed the stent implant from the xience prime delivery system and mounted it on another balloon catheter. The stent was then successfully implanted. No additional information was provided.